Event description:
Damaged sterile package. The customer reported via the tm that as the head was about to be implanted, the surgeon noticed that part of the plastic packaging was stuck to the device. It was further reported that another head was opened to complete the procedure.

Event description:
Reporter alleged that the inform meter had melted and burned contacts. No actions were reported taken or treatment received. No adverse event reported. The suspect device was returned and replacement product was sent.